Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) displayed suggested an incorrect bolus. The patient reported the bolus suggested by the bolus calculator was as follow: (B)(6) 2022: at 11:42 am-17.4 mmol/l (313.2 mg/dl) bolus suggested: 0.8 u (B)(6) 2022: at 12:13 pm-18.8 mmol/l (338.4 mg/dl) bolus suggested: 3.8 u (B)(6) 2022: at 1:22 pm-15.6 mmol/l (280.8 mg/dl) bolus suggested: 0 u.